Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed this investigation and during the evaluation, a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: the catheter and wires have been stretched and broken at the neck of the connector. Internal catheter wires exposed. No testing possible. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer. No further actions are required. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that it was found that the microsensor would move at times. The connector was taped by the hospital and when taped it worked. After the device stopped working the sensor was examined by the hospital and found that the wire was exposed. Please note that the alert date as well as the event date may be in accurate. More information is expected and will be reported in the follow up report.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Please note that this report is being filed late as a result of a reporting delay to the u.s. From the affiliate country. The representative was counseled and is aware of the reporting requirements. Device is not available.